Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. E1 - initial reporter phone with extension - (B)(6). Additional contact information: (B)(6).

Event description:
It was reported that the pump had an event of cassette did not attach properly. There were no patient involvement and no patient harm.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a high priority alarm, cassette not attached properly. The device was visually inspected and there was a bubbled downstream occlusion seal. A functional test was performed and the reported issue was not confirmed, however verified with the event history log. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor was replaced as preventive. The service history review had no indication that the complaint was related to a service of the device within the review period.